Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 444.0mcg/day) via an implantable infusion pump. It was reported that during surgery for end of life replacement the pump segment was cut. The catheter was replaced and the damaged catheter was discarded of.